Manufacturer narrative:
Received one (1) used 146870489 primary plum set for inspection. No visual damages or anomalies noted. The set was tested per product specifications. There was leakage from the base of the y-clave. The y-clave was disassembled and a crack was observed at the base of the spike with fluid residuals. The reported complaint of leaks can be confirmed due to the crack on the spike. The probable cause of the cracked spike is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set- clave port, clave y-site, secure lock 103 inch where it was reported the device had a leak/compressed and ended up with air leaks in the tubing. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.